Event description:
It was reported that the device was explanted after a implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted, due to mitral regurgitation. No further details were provided.

Event description:
Reportedly, cardiac output incorrect, erratic, measured data high. No patient injury reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the reason for explant was provided. Unfortunately, the device is unavailable for return. A device history record review is currently in process.